Event description:
It was reported that a patient underwent an eye surgical procedure on an unknown date and suture was used. The patient experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the patient developed granulomas at the sites of the suture knots. The patient was given steroid eye drops. By six weeks post-operative, the patient was comfortable and the event was resolved.

Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged that a patient received the results of 39 mg/dl, 168 mg/dl and 148 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated all strips were used or discarded, so no product will be returned for evaluation.